Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reoccurred, and they acknowledged and understood these instructions.